Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The rayner toric iol was implanted on (B)(6) 2009. The lens was explanted by the healthcare facility on an unknown date following the development of opacification. The explanted lens has been retained and returned to rayner. As the report pertains to the development of opacification, the iol has been sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). The device analysis concludes "sem and edx spectroscopy revealed crystalline deposits below one surface of the iol. The crystals were made of a calcium phosphate". The results of the analysis are discussed further in the report. This section reads "this is a peculiar case. Our observation of the lens appearance under light microscopy indicates that the lens is not a rayner toric lens. It is thus doubtful that the lens is manufactured by rayner (see recommendations below). In this respect, it would be interesting to learn if this lens achieved the intended correction of the astigmatism that as a "toric lens" it was supposed to correct? In general, the calcification of hydrophilic iols is described as a very rare complication. In review of the literature there have been attempts to establish causality of calcification in iols. Systemic diseases might play a role (e.g. Diabetes mellitus), several processing steps during manufacturing as well as packaging may also facilitate opacification of the optic material. Impurities introduced during manufacture, for example silicone particles, are also considered to be another potential causative factor. Corneal or vitreoretinal surgery (subsequent to the lens implant surgery) with the intracameral injection of either gas, air or using recombinant tissue plasminogen activator (rtpa) seems to increase the risk of opacification. In most cases, however, the exact cause cannot be determined and is believed to be multifactorial. Granular deposits below the surface of the iol can be responsible for a decrease in the visual acuity that patients require iol exchange. However, all these possible reasons for opacification need to be discounted in a case such as this that is so poorly documented. There is no patient medical history and no lens manufacturing history. Although the lens was returned to rayner in 2016, we do not see evidence that it is a rayner toric iol (623t or 573t). Opacification could be observed on only one side of the lens. The edx results confirm calcification - with deposits all over one side of the iol and deposits are visible in the sem of the polymer under that surface. But without information about the history of this case it is not possible to make comment on that result."

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification of an event that occurred following implantation of a rayner toric iol (model number unspecified). The event description provided states that the iol opacified post-operatively.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The rayner toric iol was implanted on (B)(6) 2009. The lens was explanted by the healthcare facility on an unknown date following the development of opacification. The explanted lens has been retained and returned to rayner. As the report pertains to the development of opacification, the iol has been sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-flay fluorescence spectroscopy (edx)). Analysis will take approximately 1-2 months to complete. No further event details are available to rayner at this time. Rayner is working with its distributor in (B)(4) to obtain additional information to facilitate further investigation of this event. The following have been identified as a possible causes or contributory factors of opacification of hydrophilic acrylic iols in published literature: off label use of intracameral alteplase (actilyse) (rtpa)1, multifactorial6, high phosphate content ophthalmic viscoelastic devices6 , repeated exposure to intracameral air4, raised intraocular pressure4, excessive post-operative inflammation4, complicated, traumatised eyes2, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures3, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions5. (B)(4) alert mda/2010/008. A dhital et al. Calcification in hydrophilic intraocular lenses associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: 2014: vol 41, issue 1, p199-207. P. Morgan-warren et al. Opacification of hydrophilic intraocular lenses after descemet stripping automated endothelial keratoplasty. Clinical ophthalmology. 2015:9 277-28.3 de cock r et al. Calcification of rayner hydrophilic acrylic intra-ocular lenses after descemet's stripping automated endothelial keratoplasty. Eye (lond). 2014; 28(11):1383-1384. Walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phacovitrectomy surgery. J refract surg 2010; 36:1427-1431.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification of an event that occurred following implantation of a rayner toric iol (model number unspecified). The event description provided states that the iol opacified post-operatively.